Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient came into hospital for an outpatient right heart cath. When he got to the cath lab, power port #2 would not indicate power. New batteries and cac were used, but would not recognize power source in port #2. Placed on backup controller and same thing happened. It was stated that there were no issues prior to arriving in cath lab. The vad coordinator tried different power sources to no avail on port #2. An elective controller exchange was performed, twice and a new controller from stock was taken and used and everything worked appropriately. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Controllers (B)(4) do not recognize a power source connected on power port 2. The "power disconnect reconnect power 2" alarm was present on the display. Diode d7 (smaj18a) located at the input of power source 2 (ps2) on the controller board and part of the protective circuitry, was found shorted to ground. Once the diode d7 (p/n smaj18a) was replaced, the controller power port 2 started working as intended. The reported event (poor mechanical connection) was the result of a shorted diode on both controllers. The reported event (poor mechanical connection) was the result of a shorted diode on both controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.